Event description:
A registered nurse reported an intraocular lens (iol) was exchanged following an implant procedure due to the patient experiencing blurry vision and anthenopia. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify an root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).